Event description:
A patient had three cypher stents implanted in 2005; one in the right coronary artery, one in the left circumflex and on in the right arterial venous branch. It was noted that in 2006 the patient experienced a thrombotic event, of the stent implanted in the right coronary artery, causing an auto accident. The event was followed by angioplasty. No additional information was provided.

Manufacturer narrative:
This male experienced very late thrombosis post implantation of 3 cypher stents. No medical history was provided. No clinical or procedural details were provided. The event occurred approximately 20 months post implantation and was treated with angioplasty. The products could not be returned for evaluation; they remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. With such limited info, it is not possible to determine what factors may have contributed to this event.